Event description:
Pacer not capturing at set rate of 60bpm. Pulse monitor shows heart rate of 40-50. Ma's increased from 50 to 60 then 60 to 70 at no increase in heart rate. Eventual increase in pacer rate to 70 bpm then to 80 bpm resulted in pt's heart rate of 60bpm with obvious jerking movements. Related to ma and good pad contact. Pt placed on codemaster with 30 ma and 1:1 capture ate 80 bpm.